Event description:
Caller reported an issue with incorrect time settings on their device, which led to a low blood glucose level of 47 mg/dl. Customer took corrective action by consuming carbohydrates. Technical support assisted in updating the device time and advised monitoring for future discrepancies.